Manufacturer narrative:
Philips service replaced the blown fuse in the crcb for the 5v supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the control room monitors failed due to a blown fuse in the 5v power supply on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.